Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction injection via mdi was deivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.